Manufacturer narrative:
Angeleni (B)(4) provided the following manufacturer narrative: this investigation was conducted for an unknown thermacare product type with the subclass of md incident. There was limited device specific information provided. No product type, batch number or return sample was available for evaluation. Without a batch reference number and/or return sample, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Per (B)(4), complaint trending guideline, effective date: 29-apr-2021, the complaints were evaluated to identify any potential trends. The trackwise digital (twd) complaint search was performed for product description listed as thermacare. No specific product description (i.e., thermacare lower back and hip, thermacare flexible use xl, thermacare neck shoulder and wrist, etc.) Was provided at intake. Complaint investigations were previously handled in the legacy quality tracking system (qts) until 14-mar-2021 and included a specific product description for all complaint records handled in the system. As a result, the scope of search includes trackwise digital (twd) complaint with date contacted beginning on (B)(6) 2021 (the implementation date of twd complaints). The twd search includes a product description of "thermacare" since there is not a specific product description provided. The following trackwise digital (twd) complaints search was performed: twd complaints scope: date contacted: 03/15/2021 through 02/18/2022 manufacturing site: (B)(4) complaint class: undesirable side effect / complaint sub class: md incident. The twd search returned a total of 26 complaints for thermacare products during this time period for the class/subclass. None of the complaints were confirmed to have a manufacturing related process root cause for a complaint of md incident. Based on this twd search, the data did not show an increase over time. There is not a trend identified for the subclass md incident for thermacare products, refer to the attached trending chart thermacare unspecified md products, refer to the attached trending chart thermacare unspecified md incident 3-15-2021 to 02-18-2022. There is no further action required. Based on the information provided, the events thermal burn, intentional device misuse and maternal exposure during pregnancy as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The pi of thermacare heat wraps mentions that thermal burn could be an adverse event of this medical device, whereas it does not mention intentional device misuse and maternal exposure during pregnancy as adverse events. Dechallenge and rechallenge were unknown. Temporal association adverse events-medical device is plausible. Based on the information provided the causal relationship between thermacare heat wraps and the incident is considered as possible.

Event description:
This spontaneous report was provided to bridges consumer healthcare on 03-mar-2022 from angelini (B)(4). Which received the report on 18-feb-2022. The report verbatim is as follows: this serious spontaneous case, manufacturer control number (B)(4), is an initial report from (B)(6) received on 18-feb-2022 from an other health professional through navamedic ((B)(4)) (med info case is (B)(4)). This case report concerns a pregnant female patient (age not reported), who applied thermacare heat wraps (batch number and expiry date unknown) for unknown indication and had her pelvis scanned via an magnetic resonance imaging machine (mir; cosuspect medical device; non-bridges consumer healthcare medical device). Concomitant medications and medical history were not reported. On an unknown date after thermacare heat wraps initiation, the patient experienced intentional device misuse, thermal burn, maternal exposure during pregnancy. There are some hospitals which have started to use thermacare in maternity ward. A misuse of the thermacare product in (B)(6)(hospital name redacted) in (B)(6) in the maternity ward was occurred. The patient was pregnant and she underwent an MRI (magnetic resonance image) scan of the bony pelvis. The patient had forgotten to take the thermacare heating pad off when going to the MRI. The burn was very small, the size of fingertip and not bad. They have now duplicated the instructions for use of the thermacare in each room. Outcome: intentional device misuse : unknown,thermal burn: unknown. Outcome: maternal exposure during pregnancy: unknown. The action taken in response to the events for thermacare heat wraps was unknown.